Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media no delivery alarm, rewind anomaly and damage on the insulin pump. The customer's blood glucose was unknown at the time of incident. Customer advised the top rim of the battery threading had a piece missing, the insulin pump would rewind slower than normal and the customer has experienced multiple and unexplained no delivery alarms. Customer was unable to be reached for troubleshooting.